Event description:
The central station monitors (5) suddenly turned off for 8 minutes. According to the monitor technician the blue screen pop-up stated demoing physical memory and counted to 99 then rebooted itself. After 8 minutes the central station monitors turned back on. This was an unknown and unscheduled reboot. No further incidents after that. Two central station recorders have been replaced which are under warranty and there were no similar incidents after replacement of recorders. It is believed that during a replacement of the uninterruptable power supply (ups) for the central station system one or both of the central recorders caused or contributed to a corruption of the printer driver in the server which contributed to this system reboot.